Event description:
The customer contacted stryker to report that their device would not power on. The customer also advised that later the device sounded like it was going to power up but the screen remained black. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the customer¿s modem. The modem was removed from service and will be replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.